Manufacturer narrative:
Customer service conducted troubleshooting with the customer by asking if they had a milk back up when using the pump, which they indicated no and then asked them to plug in the device. Following troubleshooting, the customer indicated that the pump powered off while plugged in and the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 10/22/2020, the customer indicated that she developed mastitis once the pump broke. She indicated that the replacement pump was doing the job but she is unable to increase the pull 90% of the time and sometimes can not pause the pump. She indicated that she has to turn the pump off to get it to work. The complaint handler advised the customer to contact medela customer service regarding the return and replacement of her replacement freestyle flex breast pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 10/08/2020, the customer alleged to medela llc that her freestyle flex breast pump would not stay powered on and she developed mastitis, for which she was prescribed antibiotics.